Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" date: (B)(6) 2012, inratio: 1.6, inratio: 1.0, inratio: 2.6. Time elapsed between each method of testing is two hours between each test. Pt's therapeutic range is not specified.

Manufacturer narrative:
Investigation pending.